Manufacturer narrative:
Fill estimate issue and cartridge alarm 5- no failure identified.

Manufacturer narrative:
The t:slim pump user guide indicates to not remove or add insulin from a filled cartridge. This will result in an inaccurate display of the insulin level on the home screen. It also states that the efficacy of your t:slim system cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 5 during the load process. When attempting to load a new cartridge, the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges. The customer was able to reload a cartridge successfully; however, after reusing the cartridge, the customer received an inaccurate fill estimate. Then, the customer was able to reload the cartridge and obtain an accurate fill estimate. During the call with tandem's technical support, the customer was educated regarding pump labeling instructions. The customer's blood glucose level was 206 mg/dl, which the customer indicated would be addressed via a correction bolus with the pump. Subsequently, the customer will continue using the pump for continued insulin therapy.